Event description:
A malfunction alarm was reported with no notable events occurring prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions on resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer acknowledged the instructions and was advised to call back if the problem recurred.